Event description:
It was reported that prior to a breast biopsy procedure an error code displayed. There was no adverse pt consequence. No additional info is available.

Manufacturer narrative:
Evaluation summary: the complaint has been confirmed. The customer complaint has been verified and corrected. The vso (solenoid) was replaced to correct the issue. The unit passed all qa functional testing. Complaint info is trended on a regular basis to determine if further investigation is warranted.